Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report the patient's receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. Functional testing was performed and there was no failure detected. A review of the downloaded data log shows the receiver dropped power when it was not turned off. The receiver case was opened for an internal visual inspection and it passed. The reported event of unexpected receiver shutdown was confirmed. A root cause could not be determined.